Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 48mg/dl. Customer stated that insulin pump was not suspending on its own. Customer mentioned that first time blood glucose was in the range of 50mg/dl and sensor glucose was 50mg/dl. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.